Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge, and technical support instructed caller to call back for troubleshooting if the issue reoccurs.